Event description:
Info received indicates the beds head section brake is not holding. Foot end brake is working.

Manufacturer narrative:
The tech found the caster was worn. He replaced the brake caster to repair the bed.